Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered too much insulin which had never happened before. The blood glucose of the customer was unknown. Customer was nervous about the continuous use of the pump. Troubleshooting was performed and the insulin pump would be replaced. The device will not be returned for the analysis.